Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts off and restarts by itself and has a blank display. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained the causes of the blank display. Customer could not troubleshoot because they were driving. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot when cap received.